Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The noise was reproducible with isometrics. Programming changes were made but were unsuccessful due to the noise amplitude being too high. No further intervention was performed but lead replacement was discussed. There were no adverse consequences to the patient.

Event description:
New information received indicated that the right ventricular and right atrial leads continued to exhibit noise which was interpreted as high ventricular rates and resulted in inappropriate auto mode switch episodes. On (B)(6) 2019, the leads were explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 14.7-15.1 cm from the distal tip consistent with lead friction to the device can or feature of the heart. This is consistent with the field event of noise. All other damages found were sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.